Event description:
It was reported that this cardiac resynchronization therapy defibrillator system with leads placed in the right atrial, right ventricular, and left bundle branch were explanted due to an infection. The patient was implanted with a temporary device and is expected to be reimplanted with a permanent device in the future. No additional adverse patient effects were reported. Devices are not expected to be returned for analysis.